Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status was good.